Event description:
The reporter stated that a pt was put on nipride when the blood pressure readings on the monitor read high. The pt's pressure did not respond and a cuff pressure was taken. The pressure readings were actually found to be low. The pt was taken off the nipride and no further treatment was given. The reporter further stated that they had been experiencing positive and negative drift at different times during monitoring over the last 4 months requiring continuous rezeroing. No further info was provided.